Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The procedure performed was a repeat patient's case. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.5-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The lesion was not completely dilated. The device was completely removed from the patient's body and the procedure was completed with another 5.5-4/4t/90 symmetry¿ balloon catheter. No patient complications were reported and the patient's status was good.